Event description:
Customer reported that the battery compartment was cracked. The blood glucose reading was 400 mg/dl. Customer treated with manual injection. Customer was unaware of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a stripped battery cap coin slot noted. Insulin pump had a broken battery tube threads noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked belt clip slot and stained end cap sticker.